Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during service, the data acquisition (da) printed circuit board assembly (pcba) was replaced. However, a da pcba component was burned out or damaged due to voltage being present. The data acquisition to motor control cable was connected to the da pcba while the battery was still installed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested bench repair to correct the reported issue.

Manufacturer narrative:
The bench service engineer replaced the data acquisition (da) printed circuit board assembly (pcba) and da pcba to motor control pcba cable to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
At bench repair, the bench service engineer (bse) confirmed that the unit was missing a data acquisition (da) pcba and the da pcba to motor controller pcba cable and stated no further testing could be performed until the cable was replaced. Device testing and repair remains pending.